Event description:
It was reported that (1) tsb35 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the device did not fire on the 6th reload. The device would not release locking firing handle. Opened another device to complete the case. There was no consequence to pt.